Manufacturer narrative:
To date, the sample has not been received for evaluation and it is not known if there is a sample to return; therefore, we are unable to determine if there was any type of failure of the pack's seal. Initial information from the customer stated: "she put ice in the bag and placed it on her back for 20-25 minutes. However; the product code that has been reported as being used during the incident is: " the 11440-900 t-pak instant cold pack which is a single use instant cold pack which is completely sealed; therefore, ice could not be added to the pouch as the customer indicated unless the pouch was physically opened. Follow-up conversation with the end user confirms the product codes as 11400-900 t pak instant cold pack. The end user also confirmed that the product did not leak. The products instructions for use state: "store at room temperature. Do not freeze or refrigerate. Refrigeration prior to application may result in frostbite." Caution statement on the individual pack states: "freezing or refrigeration prior to use may cause injury; including frostbite." DHR for lot v9l094 was investigated. No issues were documented during manufacture. There is no fundamental trend; hence no specific corrective action will be initiated.

Event description:
Pt states she went to (B)(6) hospital for a back issue and received the product as part of her treatment. She claims she was injured through use of the ice pack, stating she received frostbite and is scarred for life. The event took place on (B)(6) 2009. She also stated that she put ice in bag and placed it on her back for 20-25 minutes and it swelled across her entire back.